Manufacturer narrative:
One screw-vent implant (svwh10) was returned for investigation. Visual inspection of the as returned implant identified damage consistent with trephine use within the external threads of the implant. The internal hex was also damaged. Per the complaint description and follow up with the customer, a trephine was used and was the most likely reason for the damage. Measurement analysis could not be conducted due to the damaged state of the implant. A device history review was performed and no related non-conformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed for the implant and verified to have passed all sterilization activities with no issues or nonconformities identified. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k011028, k013227.

Event description:
It was reported that an implant (svwh10) was extracted due to progressive medical bone loss at tooth location 29.